Event description:
A pt underwent a total abdominal hysterectomy with bilateral salpingooopherectomy in 2002, after which the pt was placed on a pcaii pump infusing demoral. The pt complained of nausea and was given phenergan at 6:15 pm and 8:15 pm. The pt continued to complain of nausea and was given compazine at 11:15 pm. At 1:00 am the next day the pt was found to be unresponsive. Advance cardiac life support was initiated, but the efforts were unsuccessful. The pt was pronounced dead at 2:00 am. An autopsy report completed in 02/2002 stated that the cause of death was an overdose of meperidine.